Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Resistance test measurements were within normal limits. A cut was found 402 millimeters from the terminal pin, therefore the lead did not pass pressure testing. Laboratory technicians concluded that the cut was induced during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time the lv lead explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that that a revision proceedure will be performed. It was noted that the left ventricular (lv) lead was pulled back and a micro dislodgment is suspected this lead. Lv lead was replaced. No adverse patient effects reported.